Event description:
It was reported that this right ventricular (rv) lead exhibited muscle stimulation. A lead revision was performed, and this rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.